Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation. During testing, the drill overheated related to collet failure. Further investigation noted this unit is overdue for preventive maintenance, as the date of last repair is 2006. The handpiece instruction manual provided with this drill recommends a service interval of every 12 months for this handpiece. The handpiece instruction manual warns the user of the following: overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The customer will be contacted with additional information regarding this product.

Event description:
It was reported that during use of this drill in oral surgery, it got hot. There was no report of injury or surgical delay with this event.